Event description:
Customer claims during testing the unit has power, but no alarm when pressure is released from the pad. No pt contact.

Manufacturer narrative:
(B) (4). Product was requested to be returned for eval and not rec'd. (B) (4).